Event description:
It was reported that the pulse generator exhibited no ventricular output during implant, so it was not used.

Manufacturer narrative:
Final analysis found the pulse generator exhibited loss of ventricular output due to a defective integrated circuit. After the integrated circuit was replaced, normal device function ensued.